Event description:
It was reported that during case setup, a message to restart the system due to the robot not being connected was encountered. Initially, the blue fiber cables were checked. The technical support engineer (tse) reviewed the logs and identified multiple errors: 170, 31089, and 307. The tse instructed the caller to remove the blue fiber cable and connect it to a different port on the tower, but this did not resolve the issue. The tse then had the caller power up the patient cart in standalone mode, but the power button continued to flash blue. A hard power cycle of the patient cart was performed, and a self-test was completed. After plugging in the blue fiber cable, the system initially came up but then faulted again, preventing the customer from completing the case robotically. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the card cage and common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. This common compute controller (ccc) unit was returned for failure analysis due to errors 31089 and 170307. The errors were confirmed but could not be replicated. Visual inspection: the unit was returned in good condition. Error log review in lighthouse confirmed that error 31089 was triggered. From aperture records, it was indicated that on january 9th, the ccc- robot was replaced. On january 10th, the cardcage- robot was replaced, and on january 11th, the ccc- tower was replaced. The ccc- tower was installed into a golden system, programmed, and started up with no errors. The system was left idle for 6 hours, during which no errors were triggered. Fiber optic light levels on the ccc were inspected using localhost: 3030. The system was power cycled 10 times, with optic light levels checked each time, and all values were within the expected range. From these findings, failure analysis could not determine the root cause of the issue. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The robot card cage was returned for failure analysis. The reported errors 31089, 170, and 307 were confirmed but not replicated. During the lighthouse review, logs showed errors 31089, 170, and 307, confirming the fault occurred in the field. A visual inspection revealed no issues related to the reported event. The robot card cage was installed onto a golden system, where it functioned as expected. Fiber optic light levels on the common compute controller (ccc) were inspected via localhost:8050, and all measurements were within the expected range. The system underwent ten power cycles, followed by an 82-hour idle period in the golden system, with no issues observed during testing. Based on these results, failure analysis was unable to identify a root cause for the reported events on this robot ccc. The origin of error 31089 remains undetermined.